Manufacturer narrative:
The system controller was returned to the MFR and the investigation was completed. The reported event was duplicated during analysis. The black power lead was found to have damaged/severed conductors at the connector end. Movement of the black power lead at the connector end resulted in "cable disconnect" alarms, as well as interruption in pump support while tethered to the power module. A review of device module records for this controller showed no deviations from mfg or qa specs. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the system controller displayed a "replace system controller" message on the display module. The system controller was exchanged and the event was resolved.